Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #9616099-2008-01327 and 9616099-2008-01329.

Event description:
During post-dilation of two carotid stents, the pt experienced a neurological deficit, noted as dysarthia and reflex change. The diagnosis was a transient ischemic attack (tia). Two weeks following discharge, the pt was diagnosed with cerebral hemorrhage (gyrus bleed). As per the physician, the event was related to anticoagulation medication the pt was prescribed, and the pt's hypertension. The pt is a male. The pt has a history of severe pulmonary disease, hyperlipidemia, copd, renal insufficiency, smoking, diabetes. The procedure was performed in 2007. The pt underwent a diagnostic angiogram of the right and left carotid arteries. It was noted that prior to shooting the angiogram, the cook touhey borst device was not properly tightened onto the 7fr shuttle sheath and when the physician attempted to inject contrast with a power injector, air was injected in the carotid artery, causing the pt to have a neurologic episode. This angiogram confirmed that the pt had a 90% stenosis of the left internal carotid artery, which was successfully stented. During post-dilation of the two precise stents, with the angioguard in place in the vessel, the pt experienced a neurological deficit that was diagnosed as a tia. The recovery was full with no deficit. The pt was discharged on two days later. On twelve days later, the pt returned to the hospital complaining of numbness around his mouth and right hand numbness, with difficult motor function. A CT scan of the brain revealed an early hemorrhagic middle cerebral artery infarct. This was located at the level of the precentral gyrus. As per the physician, the event was related to anticoagulation medication the pt was prescribed, and the pt's hypertension. Modifications were made with the pt's blood pressure medication with improvement.